Event description:
It was reported that following implant the patient had "pretty decent success"; however had a csf leak which lasted 2 months. The patient experienced a lot more spasticity for the past 1.5 - 2 months. The patient was having severe spams all the time, and could not sleep more than an hour or two at a time. The patient would take oral baclofen when upon waking up. The patient had leg spasms and still drives, but he was afraid he might "black out". The patent was admitted to the hospital last week for fatigue because "he got so run down". A volume discrepancy was noted at the two most recent refills; the actual residual volume was greater than the expected residual volume. Specific values of volumes were not provided. Troubleshooting options were being considered. A dye study was planned. A health care provider indicated that the patient's pump administered compounded baclofen (500 mcg/ml) at a rate of 153.56 mcg/day. In regards to previously reported information, it is unclear if the type of baclofen administered via the patient's pump was lioresal or compounded baclofen. It was further indicated that there was "no event"; and the patient felt their treatment was not working. The patient was told he would need a revision (details of potential revision unclear as reported).

Event description:
The patient reported a cerebral spinal fluid leak occurred when the device was implanted. It was also indicated that the actual residual volume (avr) was greater than the expected residual volume (erv). The pump was used to deliver baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information: the patient experienced a return of spasticity which occurred at random times. At the time of the last pump refill 2ml of residual volume was expected but 5ml was withdrawn from the pump. The health care provider (hcp) suspected a catheter kink and planned to watch the pump volumes closely. It was reported that the patient had experienced some falls, but "nothing significant"; more like falling back, legs giving out type of falls. The patient also indicated that they didn't believe their pump was working anymore because the spasticity in their lower extremities had gotten worse "since some time" before a pump refill done in (B)(6) 2012. They were increasing the dosage of lioresal by 5% on (B)(6) 2012 to see if that would help. The pump delivered lioresal.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2012-(B)(6), product type catheter product ID 8731sc, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2012-(B)(6), product (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had increased spasticity despite increased dosing. Reportedly, the pump logs were reviewed and everything with the pump had checked out ¿fine¿ as the pump itself mechanically was working ¿fine.¿ the patient stated it was ¿kind of thought¿ and ¿our impression¿ that there was either a leakage or occlusion in the catheter. As a result the pump and the catheter were replaced.

Manufacturer narrative:
Catheter model # 8731sc, lot #n120828007, implanted on: (B)(6) 2007, explanted on: unknown; (B)(4).